Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Rv lead exit block and noise were observed. Lead fracture suspected. Lead was capped and replaced.